Event description:
An acute hemodialysis unit has reported a possible pt reaction to the optiflux dialyzer. The pt was admitted to the hosp on (B)(6) 2011, with a chief complaint of abdominal pain, chest pain and sob. This pt has been on hemodialysis for over 4 years and dialysis via a rua av graft. On (B)(6) 2011, the dialyzer was primed with 3 liters of ns and the pt was pre-medicated with IV benadryl and decadron. Within the first 15 minutes the pt experienced a respiratory arrest with respiratory depression, loc and decreased heart rate. She was resuscitated successfully and has since been placed on a cellulose dialyzer and is reportedly doing well. She was discharged from the hosp on (B)(6) 2011.

Manufacturer narrative:
(B)(6).